Event description:
It was reported that during a laparoscopic cholecystectomy procedure the surgeon introduced the pro46 bag into the trocar then pushed the plunger to open the bag. After further inspection, it was determined that the bag opening was not large enough for the specimen, so they retracted the plunger and felt resistance. The rim broke off the bag on one side of the instrument and fell into the patient. The surgeon was able to retrieve the broken piece without any patient consequence.